Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. As the peel-away sheath was removed, the inserted impella cp pump advanced into the left ventricle and folded on itself. The catheter was pulled back into the aorta to straighten out the kink, but the doctor was unable to re-advance the pump across the aortic valve. The pump was explanted and a new pump was placed for support. There was no patient harm.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The device was not returned for investigation. The cause of the positioning issue was use related due to improper technique that led to fold the device on itself.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Note: corrected information provided in h6 is an addition to previous coding.